Manufacturer narrative:
Unit had unresponsive button due to flattened dome switch at esc button on keypad trace. No signal too low or unexpected restart alarm noted. No cosmetic damage found on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 84 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.